Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.